Manufacturer narrative:
The evaluations for both products couldn't confirm the reported issue of overheating. The handpiece had pre-repair temperatures at 1 minute of 86 degrees fahrenheit and 84 degrees fahrenheit at the nose and middle, respectively. The attachment had pre-repair temperatures after 5 minutes at 99 degrees fahrenheit, 107 degrees fahrenheit, and 108 degrees fahrenheit at the distal, middle, and base, respectively. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 1845020, serial/lot #: (B)(4), UDI#: (B)(4). The device has been received and the device evaluation is anticipated, but has not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the drill gets hot during use. No patient impact reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
New information received. Procedure was otology - context, intraoperative - case completed with another drill. The surgeon's information is unobtainable as the medical staff member who reported the incident, (B)(6) doesn't want to push too hard and get in trouble with the surgical team. - patient age, weight, and gender unable to be obtained.